Manufacturer narrative:
Vyaire medical complaint # (B)(4). Any additional information provided by the customer will be included in a follow up report. The device sample or was not available for investigation by our quality team. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported to vyaire that a patient suffered grade 3 bruising to the head while using the head positioner. The patient was in a prone position for 7 to 8 hours. The customer confirmed that medical intervention was required and additionally the patient required plastic surgery post complications.